Event description:
A report was received from a consumer's attorney that they had purchased freshlook colors lenses from a retail discount store in 2004. The report states the consumer experienced an eye infection which allegedly resulted in subsequence blindness in their left eye. Request has been made for add'l information, however, no further information is available at the time of this report.